Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a critical pump error as well as had multiple pump error. The customer¿s blood glucose level was 84 mg/dl. The customer states they are not able to rewind the pump. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and a broken force sensor confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch.